Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of the cephalic arch, the balloon allegedly ruptured. The balloon was removed from the sheath without issues and the balloon fibers were found to have allegedly unraveled. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of the cephalic arch, the balloon allegedly ruptured. The balloon was removed from the sheath without issues and the balloon fibers were found to have allegedly unraveled. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta catheter was returned for evaluation. The visual inspection noted peeled pebax throughout the length of the balloon. Functional testing was then performed and revealed a longitudinal rupture along the balloon. Therefore, the investigation is confirmed for peeled and rupture. The reported unraveling of fibers is unconfirmed as the balloon pebax was actually peeling. The definitive root cause for the identified rupture or peeled pebax could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Removed device code 1664). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.